Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg)meter. The sensor was inserted into the upper buttocks on (B)(6) 2019. Data was provided for investigation. The problem was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.